Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2013 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced a piece of implant remained attached to the release device and then remained in cavity of uterus, device insertion complication. No information was given on the patient's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2013 the patient had essure (fallopian tube occlusion insert) inserted; the lot number b21576 was provided. During release of essure device on the left side, a part of device remained attached to the release device and then remained in cavity of uterus. That part was withdrawn with lithotomy forceps. The reporter's causality was not provided. Ptc investigation result was received on 12-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: the case is reopened to add ae and update assessment statement only. No new additional information for investigation. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We were able to inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. The outer coil found to be broken. All IFU steps were completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The cause of this failure is well understood. In the manufacturing assembly process if there is a small gap left between the inner coil and inner catheter (they should be butted together during assembly), when the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the microinsert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case, a technical defect (breakage) was reported. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). However, the provided complaint sample (outer coil) was found to be broken (see technical statement). According to the technical assessment the confirmed defect is an isolated occurence within the batch, caused by a manufacturing process problem. One further ae case report has been received to date in relation to batch no. B21576, this case refers also to a similar technical type of event. The number of cases indicates a potential batch signal which requires further investigation. According to the technical assessment respective measures were initiated to address the issue. The technical assessment concluded "confirmed quality defect" with a final risk category iii, which corresponds to a quality defect which may not poses a significant hazard to health. According to the technical assessment a product defect was confirmed. Based on the provided information the defect type corresponds to the following meddra llt device breakage. In summary, based on the outcome of the technical investigation it cannot be excluded that the reported insertion complications were caused by the confirmed defect and hence a causal relationship of the reported events with a quality deficit is considered possible. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Company causality comment: this spontaneous case report was received from a pharmacist and refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced a piece of implant remained attached to the release device (device deployment issue) and then remained in cavity of uterus (device breakage) and device insertion complication, considered non-serious events, all listed but device breakage, which is unlisted in the reference safety information for essure. During difficult removals, single cases have been reported of essure breakage. In this particular case, though, breakage was reported during insertion after an inserter deployment issue. Essure breakage was regarded as a other reportable incident. Based on the information provided, causality between essure and the above mentioned events cannot be excluded. A product technical complaint (ptc) analysis was performed and according to the technical assessment a product defect was confirmed (complaint sample was provided). Based on the outcome of the technical investigation it cannot be excluded that the reported insertion complications were caused by the confirmed defect and hence a causal relationship of the reported events with a quality deficit is considered possible. No further information is expected.